Manufacturer narrative:
Investigation summary: twenty-one (21) samples and two (2) photos were provided by the customer for investigation. The samples were visually examined and eleven (11) of the returned samples were found to have part of the scale marking gradient missing. The missing print occurred in various severity and occurred between the 0-40ml gradient scale markings. Additionally, two (2) photos were also provided by the customer. One (1) photo shows a syringe in a blister pack. As the scale markings are on the portion of the barrel which is facing the top web it cannot be determined if any of the marking are missing. The second shows a syringe in a blister pack which has the scale gradient markings partially missing between the 10-30ml gradient. A machine malfunction during the printing process can cause missing print. This can be due to either a lack of pressure between the print pad and the syringe or a misalignment of the load fingers or chains that press the syringe into the printing pad. Missing print can also be the result of a barrel or plunger rod getting caught in the machinery and making contact with the syringes as they are being processed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of scale marking issue for lot #8332902 item #309653. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: a machine malfunction during the printing process can cause missing print. This can be due to either a lack of pressure between the print pad and the syringe or a misalignment of the load fingers or chains that press the syringe into the printing pad. Missing print can also be the result of a barrel or plunger rod getting caught in the machinery and making contact with the syringes as they are being processed. Rationale: bd acknowledges that the returned samples, and the photo provided by the customer, have barrels which have missing print. The customer reported finding twenty-one (21) non-conforming barrels in their process of which eleven (11) were found to be missing print when they were examined. As these eleven (11) incidents would not exceed the acceptable quality limit (aql) of ¿graduated scale ¿ missing print = 0.25% aql¿ for the batch, no corrective or preventative action will be taken.

Event description:
It was reported that 11 syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced issues with scale marking permanency/missing. Product defect was noted prior to use. The following information was provided by the initial reporter: syringe scale erased.